Manufacturer narrative:
Although this event has been assessed by the treating clinician and organogenesis as probably unrelated to the use of puraply am, organogenesis has decided to submit this MDR as a conservative measure due to the moderate severity of the infection which resulted in hospitalization and intervention with IV antibiotics. This event did not result in death and was not life threatening. The event is resolved and no permanent damage to body structure or permanent impairment of function has occured as a result of the infection.

Event description:
On (B)(6) 2018, (B)(6) year old patient, (B)(6), received application of puraply am on left lower extremity for chronic venous ulceration that has been present since (B)(6) 2017. The patient was debrided as usual and the wound bed was 85% fibrinous slough and 15% granulation tissue. Puraply am was applied and covered with adherent dressing, gauze and compression wrap. On (B)(6) 2018, the patient went to the emergency room on his own accord due to symptoms of fevers and chills and was admitted for a left lower extremity cellulitis with increased redness and swelling. The patient was treated by an infectious disease specialist with IV antibiotics (vancomycin and zosyn) and local dressings consisting of nonadherent and compression and was discharged on (B)(6) 2018 on oral antibiotics (unknown name). No surgical intervention was required. The patient followed up at the wound care center on (B)(6) 2018 with improvements in the wound bed with 40% granular tissue and 60% fibrinous slough. There was no "deteriation" of the ulceration and the symptoms of cellulitis had resolved.